Event description:
The account generated false positive architect troponin-I results on a patient specimen that repeated negative. Initially, the specimen generated an activated read error (code 1007). The specimen was repeated with architect troponin-I of 0.114 ng/ml (positive at 1:10 dilution), 0.037 ng/ml (positive), and 0.023 ng/ml (negative). The laboratory uses an architect troponin-I cutoff of 0.03 ng/ml. The false positive architect troponin-I was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Other: an investigation is in process.

Manufacturer narrative:
(B)(4). Review of tracking and trending data. The evaluation included a review of the information the customer provided, a review of complaint and trending data, and a review of the architect operations manual and stat troponin-I package insert. Troubleshooting determined that valve 4 on the pretrigger/trigger (pt/t) manifold was faulty. The customer actions taken include replacing valve 4 and also swapped out the pretrigger solution, after which no additional inconsistent results have been reported. A review of i2000sr complaint and trending data did not identify an adverse trend or any specific issues associated with the troponin-I assay. Section 10 of the architect operations manual provides probable causes and corrective actions that may be related to the issue under the observed problem erratic assay results and error 1007. Section 7 addresses operational precautions and limitations. The troponin-I package insert states the diagnostic cutoff is 0.30 ng/ml. The insert also states specimens with a troponin-I value exceeding 50.00 ng/ml may be diluted with the automated dilution procedure or the manual dilution procedure. The insert also states that the concentration of the specimen manually diluted (before dilution factor is applied) should be 2.5 ng/ml or greater. Therefore, the sample results in question may not be reliable since the results after the dilution factor is applied appear to be less than 2.5 ng/ml. It is recommended to consider additional neat testing of samples that generate results less than 2.5 ng/ml after the dilution factor is applied. Based on the available information, a deficiency was not identified.